Event description:
It was reported that this patient underwent a surgical procedure during which their tactra 11mm malleable penile prosthesis was removed and replaced with a narrower tactra 9.5mm device. The procedure was performed due to the oversized cylinders causing patient discomfort and inability to bend the device down. There were no patient complications reported.

Manufacturer narrative:
Updated - h6: evaluation method codes, evaluation result codes, evaluation conclusion codes product investigation: device history record (DHR) review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
It was reported that this patient underwent a surgical procedure during which their tactra 11 mm malleable penile prosthesis was removed and replaced with a narrower tactra 9.5 mm device. The procedure was performed due to the oversized cylinders causing patient discomfort and inability to bend the device down. There were no patient complications reported.